Event description:
A surgeon reports white foreign material was noted on the intraocular lens following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Etiology of the foreign substance is not known. The pt had an excellent outcome.